Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation record received. On or about (B)(6) 2008, patient was implanted with asr hip in the left hip. On or about (B)(6) 2022, patient was revised. Litigation alleged pain, discomfort, elevated metal in bloods including cobalt and chromium. Doi: (B)(6) 2008; dor: (B)(6) 2022; left hip.

Event description:
Medical records reported that on (B)(6) 2022, the patient was revised due to total hip arthroplasty and fractured prothesis. Operative noted an extensive metallosis and necrosis and extensive scar of the fractured stem. Acetabular shell noted to have osteolysis around edges and behind the acetabular component there was extensive osteonecrosis and osteolysis with significant black metallosis tissue. All devices were explanted and replaced with a zimmer hip implants.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. D4. Gtin: product was marked for gudid exclusion. Unique identifier( UDI) : UDI/gtin information is not applicable. Product is no longer marketed.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Update 26-jun-2023. Update received on jun 21, 2023 did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Event description:
In addition to what previously alleged, pfs alleges dislocation, limping while walking and anxiety.